Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a seizure. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, a farawave pfa catheter was selected for use. Following the ablation procedure using the farawave catheter, the patient was discharged home from the hospital. At home, the patient experienced a seizure one day post procedure. The patient had no history of seizures prior to this event. The patient was readmitted to the hospital and experienced another seizure in the emergency room. The patient experienced syncope, fainting, and loss of consciousness as a result of the seizures. The patient was hospitalized and discharged two days following the readmission. After a cerebral magnetic resonance imaging (MRI) scan was performed, no further injury was seen. The patient was expected to fully recover from this event. The catheter is not expected to be returned for analysis as it was reported as lost.